Event description:
During an ercp procedure, a huibregtse needle knife papillotome was used to gain access to the biliary system. Current was applied and a small cut was applied and a small cut was made to the papilla. When the current was stopped a portion of teh needle detached and remained attached to the papilla wall. An attempt was made to retrieve the detached needle using forceps. However, when the forceps were removed from the endoscope, the needle had not been retrieved. The endoscope was inspected afterwards but the needle was not found. Information provided indicated that no additional procedures were necessary. There was no patient injury reported.